Event description:
It was reported that the 9600+ system had a bad iris pot calibration message on the c-arm display. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep verified the issue with the c-arm by checking the iris pot condition and voltages. Collimator calibration was performed. Rebooted the system several times. System operates as intended.